Event description:
Additional information received reported the device had been in continuous mode. Longevity calculations based on the reported settings indicated that the device could have been in an end of service condition since (B)(6) 2014. Therapy had worked ¿very well¿ for the patient. At the time of this report, the device had yet to be explanted. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was exposed to a gamma camera and underwent 24 hours of holter pressure studies in (B)(6) 2014. Then, it was stated that telemetry was not possible with either the patient or clinician programmer. The location of the device was checked via x-ray and it was ¿ok.¿ it was not ¿turned down.¿ it was stated the patient went to the doctor¿s office feeling no stimulation and had lost therapeutic benefit. The patient was experiencing pelvic pain. Premature battery depletion was noted and parameters from (B)(6) 2013 to (B)(6) 2014 were provided. Amplitude ranged from 7-8v for the beginning of the year and then 3-5v for the last half of the year. The rate was typically 240 hertz (hz), but also ranged from 75-100 hz for the last few months. Finally, the pulse width was around 90-100 milliseconds (msec) initially and was then 240 msec for the last two months. No explant was noted, but it was indicated the product was to be returned for analysis. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.